Manufacturer narrative:
Additional narrative: manufacturing evaluation: the examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure, or mechanical properties. The material of the implant is in compliance with the standards for surgical implants made of titanium. The dimensions of the plate were checked using the digital sliding caliper and found to be in compliance with the drawing specifications. Based on the topography of the fractured surface, we can conclude that the implant was subjected to moderate dynamic bending loads (one-sided). Constant alternating load cycles (during walking) led to the fatigue of the material, then to a first crack, and finally to the overload and to the fatigue fracture of the tomofix plate (respectively). The implant could not resist the applied force, which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient was operated by femoral derotation osteotomy. During post-operative period, the plate broke. The patient was operated in a new surgery. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A device history review was conducted. The report indicates that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.